Event description:
It is reported that the surgeon was performing tsa with tm humeral component. The surgeon followed the new preferred surgical technique but was unable to seat component. The surgeon attempted to remove the component, but the inserter handle would not remain engaged. After a period, the humeral component was removed, the humerus reamed, and the component implanted. Surgery was delayed 30 minutes.

Manufacturer narrative:
The nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and the amount of bone removed, the elasticity of the remaining bone may not allow the implant to seat within normal impact forces in some cases. Cause cannot be definitively determined. Evaluation: no product was returned, review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.